Event description:
It was reported that a FARAWAVE NAV catheter was selected for use. The patient experienced hemopericardium post procedure. Upper gastrointestinal bleeding due to multiple gastric angiodysplasias, which were treated with argon plasma coagulation, was favored by the curative anticoagulant treatment. The event onset occurred on 18 Aug 2025 plus 3 days. No further information was provided.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field. This product is not approved in the United States, however, it has been assessed as reportable as there is a similar product approved in the United States. We are unable to provide the Unique Identifier (UDI) and other specific product information related to United States registration as the specific product is only commercially available outside of the United States.